Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received indicating that a (B)(6) year old boy had been using the listed infusion set brand for over 2 years. The patient typically changed his infusion site every 3 days, but due to recent instances of the cannula detaching from the site and the adhesive not adhering appropriately, the patient (with the help of his mother) had to change his site much more frequently. At times, the patient was changing his site up to twice a day. The patient experienced 5 instances in which the site had to be changed sooner than the planned 3 day interval due to cannula detachment and adhesive issues. In result, the patient reportedly developed high blood glucose readings, and was brought to the hospital. The patient remained in the hospital for 4 days where he was treated with insulin and an IV drip. No report of permanent serious injury.